Manufacturer narrative:
The product was not returned for evaluation. The patient was reportedly unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The reporter was unsure the cannula was properly seated in the infusion site. To treat the patient's elevated bg levels, multiple insulin boluses were administered. The exact date of occurrence was not reported.

Manufacturer narrative:
The pod was received with the cannula deployed and the needle fully retracted. No issues were found that would result in the pod not delivering insulin. It could not be determined if the cannula was properly inserted.